Event description:
It was reported that there was high impedance and a confirmed fracture on the high voltage portion of the defibrillator right ventricular (rv) lead. The lead was capped and replaced. It was also reported that there was high/unstable thresholds, high impedance, noise oversensing, short v-v, non-sustained ventricular tachycardia (nsvt) and a possible fracture on the non-defibrillator right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: product ID: 6949-58 defib lead, implanted: (B)(6) 2007; 5076-45 crdm non-defib lead, implanted: (B)(6) 2007. (B)(4).